Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the patient was no longer received stimulation from the ipg due to not charging. The ipg was removed and replaced. Post-operative programming provided the patient with effective stimulation.